Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when setting up the oxygenator to prime a centrimag system the oxygenator was unable to hold the oxygenator sufficiently and safely. There was no grip and therefore the oxygenation fell through.